Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Section d4: expiration date and manufacture date (h4) were not able to be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was found to be defective and showed an alert all the time.

Event description:
Additional information was received that the power module was showing a red battery indicator and troubleshooting was performed by reconnecting the battery. Log files were not available for evaluation. The power module was taken out of service.

Manufacturer narrative:
B5 - additional information d10 - product return date added no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged bant vents and rear catch mechanism the reported event of the power module (pm) (serial number: (B)(6)) alarming and being faulty was unable to be confirmed. The pm was returned without the backup battery installed to the european distribution center and was evaluated and tested on 25jun2024. The pm booted up and functioned as intended. The reported alarms were unable to be reproduced. Preventative maintenance was performed before the unit returned to the rental pool ready for use. A root cause for the reported event was not conclusively determined through this investigation. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.